Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station turned to a black screen, and there was no error messages displayed. The customer rebooted the device, unplugged and re plugged the power cable, and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was shown black. A field service engineer (fse) found that drawer 4 had no indicator lights and prevented the station from powering on. The controller boards were tested and found to be out of range. The boards were replaced, and the drawer was reconfigured. The system was then tested using the hardware test application and the dispensing application, with all functions operating normally. The system functioned as intended after the field service engineer repaired the device.